Manufacturer narrative:
Additional information was also received that indicated other products that were deployed during this event. The other products included a "terumo radial access sheath", a "cook access needle", and a "cook stiff and regular mpis". It was also reported that fluoroscopy was utilized to remove the complaint device.

Event description:
It was reported in additional information that was received on 13sep2018 that the tip of the wire broke off when the wire was being removed from the patient. The physician thought access was gained and when the wire was being removed, the tip broke off. The needle was backed off of the wire, but remained on the distal portion. The physician reports that resistance was felt on both introduction and removal of the device. The wire fragment was later removed from the patient on (B)(6) 2018. The patient was discharged from the hospital with no complications reported. Imaging is available.

Manufacturer narrative:
Weight: originally reported as (B)(6). Concomitant medical products: terumo radial access sheath, cook access needle, cook stiff and regular mpis, fluoro. Occupation: cath lab. PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported 8.5mm of a torq-flex australian modification mandril wire guide broke off into the wrist of the patient. This event occurred during an attempt to achieve radial access for left heart catheterization. The radial site was then abandoned and the procedure was completed through femoral access. The wire fragment was not retrieved from the initial site and remains in volar soft tissue, as confirmed by cta. At this time, no pain has been reported by the patient.

Event description:
No new event description information to report at this time.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed and sufficient controls are in place to detect this failure mode prior to release. A review of the device history record could not be conducted because the lot information is unknown. Lot numbers sold to this customer over the last three years were reviewed in an attempt to ascertain the lot number, however, seventy-eight different lots have been sold and the lot information could not be sufficiently ascertained. This rpn undergoes quality control activities such as gauge checks, tensile tests and visual inspections for weld/solder damage. Since these 100% inspection procedures are in place, no nonconforming devices are suspected in house or in the field. Based on the information provided, no returned product and the results of our investigation, a definitive cause could not be determined. The customer reported that there was difficulty during advancement and withdrawal of the wire guide, and that radial access was not achieved. This could be due to either an inaccurate needle introduction or potentially tortuous anatomy but this could not be confirmed. A manufacturing cause of failure is not suspected since the device was verified for acceptable tensile strength and undergoes quality control activities confirming acceptable solders and welds. The user also confirmed that the wire was not withdrawn though the needle, making the failure mode not likely due to user error. The appropriate personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.